Manufacturer narrative:
On 17-oct-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During evaluation of the device it was observed to be ruptured, within the rupture a crease was noted . No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 450cc mentor memorygel breast implant, catalog # 3507450bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified breast surgery with a 350cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The patient underwent removal and replacement with mentor memorygel breast implant, right catalog # shpx260 and serial # (B)(4), left catalog # shpx285 and serial # (B)(4) on (B)(6) 2019. The rupture was confirmed post-surgery.